Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but the bleeding did not stop. Therefore, the product was not available, and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There was no visible damage to the sheath after removal, and there was no visible damage to the distal end of the sheath after removal. A non-cordis 5f sheath introducer was used with the device. The balloon did not lose pressure during preparation or patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The sealant was deployed to the proper location. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30 to 45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of mynx control. The mynx vascular closure device (vcd) was used in a percutaneous coronary intervention (pci) procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). The device will be returned for evaluation.